Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that the right ventricular (rv) lead had low pacing lead impedance, lead noise which resulted in oversensing of signals and high capture threshold. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.